Manufacturer narrative:
(B)(4) b3: date of event - correction. B5: describe event or problem - correction. G3 date received by mfg: correction to initial date, dexcom awareness date was 02/11/2026. H2 type of follow up: correction/additional information. H6 codes: additional information/correction to remove 3221.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent on (B)(6) 2026, the pediatric patient experienced a skin reaction with itching, redness, inflammation, blood and pain under entire patch area. The area was prepared with alcohol before placing the sensor on the body. On (B)(6) 2026, the patient was hospitalized due to the skin reaction and was treated with a prescription of an oral liquid cetirizine 2.5 ml (an over-the-counter oral product) twice a day, and a topical cortisone cream. Although the report states the patient was hospitalized, the length of time in the hospital/clinic (less than or more than 24 hours) is unknown. During the hospitalization the plan was to perform an allergy test, but at the time of an update with the parent, it was stated that no allergy test had been performed yet. The patient was treated as inpatients and can now use his arms again after about 4 weeks of the healing process. Multiple photos were provided and reviewed, and the skin reaction was confirmed. It is not known which photos go with the reaction documented in this file. The pictures show redness at the skin that would have been covered by the sensor, skin stripping, and some slight skin tearing. There was no documentation of further medical intervention. It was stated that the hospitalization was caused by the skin reaction, and no other underlying health issues were reported that could have caused it. The patient has been discharged from the clinic. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6)2026. According to the patient¿s parent, the pediatric patient experienced a skin reaction with itching, redness, inflammation, blood and pain under entire patch area. The area was prepared with alcohol before placing the sensor on the body. On (B)(6)2026, the patient was hospitalized due to the skin reaction and was treated with a prescription of an oral liquid cetirizine 2.5 ml (an over-the-counter oral product) twice a day, and a topical cortisone cream. During the hospitalization the plan was to perform an allergy test, but at the time of the report, it was stated that no allergy test had been performed yet. No photo was provided. There was no documentation of further medical intervention. It was stated that the hospitalization was caused by the skin reaction, and no other underlying health issues were reported that could have caused it. The patient has been discharged from the clinic. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.